Event description:
An optometrist reported a pt with treatment over-response approx one month following a photo refractive keratectomy (prk) procedure. The pt reported trouble with near and far vision. Add'l info was received, in the surgeon's opinion, it is unk if the device caused or contributed to the event, pt over responded to treatment. An add'l photo refractive keratectomy treatment was performed.

Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionaire was received on (B)(6) 2014. (B)(4).